Event description:
Baxter received a report stating that versacare p500 frame was moving up and down on its own. The bed was located at the account and occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the hi/low foot position error was the cause of the reported event. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Hilow motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the bed. If the bed does not fully raise and lower, calibrate the bed position sensor. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Make sure the bed not down led lights up on the control pendant and goes out when the bed is in low position. Replace the defective motor(s) in the event of a malfunction. Troubleshoot in the event of a doubt. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on january 17, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician swamped the bed to resolve the reported event. Based on this information, no further action is required.